Event description:
The end user states the swingarm is coming apart. He states the arm rest is falling apart. He also states the hardware for the arms are stripped causing play in the arms. He states he is not the original owner of the chair. The serial number couldn't be verified (B)(4).